Event description:
The physician's office reported that the patient would like to have her vns explanted due to discomfort. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was confirmed that the patient's generator and lead were explanted. The explanted suspect device has not been received to date. No further relevant information has been received to date.